Event description:
It was reported that during a vns pt's f/u appointment, an interrogation of the pt's device resulted in an intensified f/u indicator, which prompted the pt treating vns therapy physician to refer the pt for generator revision surgery. Pt programming history was reviewed and revealed that battery voltage was measured to be 2.748v less one year after implantation ((B)(6) 2008 - (B)(6) 2009). This measured voltage is unexpected based on pt therapy settings, implant duration ((B)(6) 2007 - (B)(6) 2008) and a battery consumption (12.929%). Additionally, based upon the initial report it appears that the generator has been operating at this measured voltage for > 2 years. A review of the generator's device history record (DHR) revealed that the voltage measurement calibration test or "trim diagvbat" value was near the lower end of the specification (2.304v, tolerance 2.25v to 2.75v). "Trim diagvbat" is essentially a calibration test performed during post burn-in testing used to evaluate the pcbas ability to measure voltage in conjunction with assigned trim values. Additional investigation has identified that the cause of this unexpected behavior (e.g. Extended performance at voltages representative of the last 20% of battery capacity) is the result of the voltage measurement inaccuracy of the generator. Due to the presence of a mfg test system issue and the near end of life condition of the relay utilized during the voltage measurement calibration of the generators printed circuit board assembly (pcba), the generator was inaccurately calibrated to measure battery voltage during the production of the device. As a result of this inaccuracy the voltage measurements performed by the generator are lower than actual voltage of the battery. The explanted generator was returned to the MFR and is currently undergoing analysis.

Manufacturer narrative:
Analysis of programming history.